Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that the systems pendant displayed "connected not ready" for mobile view station (mvs) status. The mvs appeared to be on but there was not display on the monitor, the fans were on and the uninterruptible power supply (ups) was on but the image acquisition system (ias) would not connect. They removed the central processing unit (cpu) and verified the connection and reseated the video card. The system booted with the display and a connection was established with the ias. A full system checkout was performed after testing and all of the tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while trying to boot up the system, the image acquisition system (ias) and the mobile view station (mvs) would not establish communication, and the mvs monitor would not show a signal. There was no patient present at the time of the event. (B)(6).